Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found the clip was not deployed, and the returned condition confirmed the reported difficulty of advancing the thumb advancer. The inspection revealed nothing that could contribute to the reported difficulty of engaging the plunger. Internal inspection found the flex-guide was heavily carved at the distal end. Flex-guide carving directly resulted in resistance to the thumb advancer deployment as reported. However, thumb advancer and delivery tubeset deployment were completed, indicating additional force was applied. Because the thumb advancer and delivery tubeset were advanced against resistance due to flex-guide carving, the garage leaves punctured into the sheath, resulting in bent garage leaves and a torn sheath. The safety release mechanism was found to have been utilized to manually collapse the wings to safely remove the device as instructed in the instructions for use. Based on the investigation findings, the most probable root cause for the distal end flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide throughout the thumb advancer stroke, causing the tubeset to carve into the flex-guide. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right superficial femoral artery after a diagnostic procedure. Reportedly, the plunger was difficult to push down and there was trouble deploying the thumb advancer, as the delivery tube could not get all the way down. Manual compression was applied for one hour to achieve hemostasis. There were no reported adverse pt sequela. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4) off label in superficial femoral artery (B)(4). The device was received. Investigation is not complete.